Manufacturer narrative:
(B)(4). The user facility responded to a good faith effort request via email on 30-dec-2021 and noted the user facility did notify the FDA regarding the event. Tthe patient was not prepped for the procedure and there were no reported injuries or delays which would require medical intervention. The device was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. He also confirmed the facility follows all pre-procedureal checks and instructions for use. The customer owned endoscope was received by pentax medical for evaluation on 29-dec-2021. The endoscope was returned under service order 6181085 and pending inspection by a pentax medical service technician as of 20-jan-2022. The investigation is in-process. Model eg29-i10, serial number (B)(4) has been serviced regularly at a pentax facility since the device was put into service. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the pai region. In the event reported, the customer reported no video image involving pentax medical video gastroscope model eg29-i10, serial number (B)(4). The issue was observed during use in the operating room. There was no report of patient injury, delay in procedure or an event that required medical intervention. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary. The device was returned, but the cause could not be determined because based on the information obtained at this time, it is difficult to identify the failure phenomenon. Correction information. G6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation. H4: device manufacture date.